Event description:
It was reported that the patient heard the alert tone due to the lead integrity alert triggering on (B)(6) 2010 at 9 am. Upon review of the (B)(4) transmission, it was seen that the right ventricular lead impedance increased from 500ohms to 1200ohms on (B)(6) 2010 and (B)(6) 2010 it measured >4000ohms. The short interval counter is 433 since (B)(6) 2010 and there are several non-sustained episodes with one vf sense on the stored electrogram's. Upon review of the manufacturer's data base it was determined that the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard the alert tone due to the lead integrity alert triggering on july 24, 2010 at 9 am. Upon review of the carelink transmission, it was seen that the right ventricular lead impedance increased from 500ohms to 1200ohms on (B)(6) 2010 and (B)(6) 2010 it measured >4000ohms. The short interval counter is 433 since (B)(6) 2010 and there are several non-sustained episodes with one vf sense on the stored electrogram's. Upon review of the manufacturer's data base, it was determined that the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and found high resistance/impedance. (B)(4).